Manufacturer narrative:
(B)(4). One long60a received for analysis. One applied medical trocar was installed on the shaft of the device. The device was received with one ecr60b cartridge installed in the channel. The cartridge appeared to be fully fired. The return button on the handle shroud was in the ¿return¿ position. The device was locked in the articulated position ¿ preventing removal of the trocar. Upon further examination, the knife had not been fully retracted against the closure ring ¿ which prevented the instrument jaw from being de-articulated. The firing trigger was activated and the knife translated into the fully retracted position. The instrument was de-articulated and the trocar was discarded. The device was then opened and the cartridge removed for examination. The cartridge appeared fully fired with all drivers present and was otherwise unremarkable. No other anomalies were noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic rny procedure, the surgeon was firing the device for the seventh time. The device completely deployed and fired. Upon pressing the release button, the stapler would not open. He flipped the reverse blade button and nothing changed. The device was free of tissue but unable to open. The surgeon pulled the stapler out with the trocar. The device was articulated but completely locked shut. The staple line was complete on that particular firing. They then opened a new device to complete the procedure. There were no patient consequences.